Event description:
It was reported that noise was noted on the lead due to subclavian crush. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Insulation and conductor damage was found at 31.3-33.0cm from the distal tip consistent with clavicle crush damage. This is consistent with the observation from the field of noise.